Event description:
It was reported that patient received inappropriate antitachycardia pacing (atp) therapy and inappropriate shocks from this implantable cardioverter defibrillator (ICD) device across numerous stored ventricular episodes. A review of the device data by boston scientific technical services (ts) indicated that the device provided inappropriate therapy in all of these stored episodes due to the patients underlying rhythm of atrial tachycardia (at) with rapid ventricular response (rvr). Ts indicated that when the shocks were successful, they converted the at rhythm to a sinus rhythm and the arrhythmia abated. The observed heart rates were noted to be greater than 200 beats per minute (bpm). Ts recommended to the healthcare provider (hcp) to consult with an electrophysiologist (ep) to determine proper actions, including a possible medication investigation, possible ICD device reprogramming or a possible electrophysiological medical procedure. The device remains in-service. No additional adverse patient effects were reported.